Manufacturer narrative:
The anesthesia system was investigated at the hospital by our filed service engineer. Several technical error codes indicating an internal can communication error had been generated. As per logs and service manual, the control sub system and the panel sub system pc boards were replaced. After the replacement, the anesthesia system was successfully tested and the device was returned to the customer and cleared for clinical use. The replaced pc boards have not been returned for investigation and cannot be investigated further. A complete set of device logs was requested but was not provided based on the very limited information, the cause of the reported event was faulty control sub system and panel sub system pc boards. A correction of field # d1 brand name and # d4 version and model # was needed. D1 ¿ brand name - previous brand name: flow-I , corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I, corrected version or model #: 667720.the unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system had an issue with the oxygen. There was no patient harm. Manufacturer's reference number: (B)(4).